Event description:
The customer reported a failure of a m3526a, ECG lead set 3 lead. There was no reported patient incident/injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an intermittent failure of a (B)(4), ECG lead set 3 lead. The customer did not report any patient/user involvement.